Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found foreign material in the air/water cylinder, no color on the suction cylinder, discoloration on the adhesive around the light guide lens, corrosion around the forceps elevator, residual liquid on the distal end, parts that needed replacement, the bending angle in the right direction did not meet the standard value due to wear of angle wire, and lost water tightness due to damage on the channel tube. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility returned the olympus device, duodenovideoscope, to the olympus service center for annual inspection. Upon inspection and testing of the returned device, it was observed that there was foreign material in the air/water tube, forceps elevator, and the distal end. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. The foreign material was possibly not removed since the reprocessing was not conducted properly due to leakage from biopsy channel. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.